Event description:
It was reported that the insulin pump alarmed an error and the device was not working. The customer stated that the insulin pump had been stored and not in use for an extended period of time. The customer stated that the device was stored without batteries because they were having issues with the buttons. The customer's blood glucose was 209 mg/dl. The alarm history could not be checked due to unresponsive keypad. The customer stated that they had just gone running, and the insulin pump might have gotten exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No unexpected restart alarm was noted during testing. The insulin pump passed the restart error test and the self test. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).